Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-10333, reference MFR report: 1627487-2011-10335. It was reported the pt was no longer feeling stimulation. In addition, the pt reported experiencing pain at the ipg site. The pain has gotten progressively worse and is present whether stimulation is turned on or off. The physician removed and replaced the ipg, a dual quattrode extension and an octrode extension on (B)(6) 2011.

Manufacturer narrative:
Eval results: as received, visual inspection of the extension revealed no anomaly. The extension was functionally tested and passed all testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.